Event description:
It was reported that the patient underwent a minimally invasive fusion procedure with implant of unilateral rod/pedicle screws at a single level. After placing the pedicle screws, a rod incompatible with the implanted pedicle screws was selected and implanted. The mismatch wasn¿t noticed until after the procedure. The next day the patient underwent a revision procedure to remove and replace the incompatible rod. No other complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation.